Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted (list out each component). 3013450937-2023-00231 .

Event description:
It was reported that a distal femur axial pin was implanted in a resurfacing femur.

Manufacturer narrative:
The root cause for the distal femur axial pin was assembled into resurfacing femur was due to use error. The labels of the distal femur axial pin and resurfacing femur were reviewed, and the implants were labeled with the appropriate product description. The surgical technique was also reviewed which included the following verbiage, "the resurfacing axial pin size should match the size of the femoral resurfacing component chosen." During primary surgery, it was reported that a distal femur axial pin was implanted in a resurfacing femur on (B)(6) 2023. This complaint is investigating this intraoperative use error. This is the first complaint received for a distal femur axial pin was assembled into resurfacing femur. All cases that utilized a resurfacing femur were reviewed and this was the first case with this use error.